Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged nose is running and eye too, and the patient is asthmatic. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged nose is running and eye too, and the patient is asthmatic. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal investigation, the manufacturer found light dust accumulation in isolated areas outside of the airpath and no evidence of contamination in the airpath despite being returned without a filter. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was unable to confirm the customer's complaint. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.